Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
This report addresses the issue of use error - reuse of supplies. During troubleshooting for an alarm, the nurse informed the baxter technical representative (tsr) that the heater bag was empty, but the side bag was full so he just switched the bags. The nurse disconnected them and switched them. The technical service representative (tsr) explained that at this point the setup was no longer sterile and that he would need to end therapy and get the home patient (hp) disconnected. The tsr explained that once a setup was complete, you can't disconnect a bag and connect it to another line. The tsr assisted with ending therapy on the cycler. The nurse then understood. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated that he was aware that he needs to start completely over with new supplies instead of only partially exchanging supplies if this event reoccurs. He stated that as far as he knows, the patient has been able to continue therapy successfully without additional issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted